Manufacturer narrative:
The company representative examined the system and confirmed the reported event. The representative also noted that the system would not boot-up. To address this, the system¿s host module was replaced and functional tests were performed on the system. A sample and any further information have not been received for further evaluation. A review of complaints for the last 24 months did not indicate any similar reports for this system. The root cause could not be conclusively determined. (B)(4).

Event description:
A customer reported the equipment displayed a system message and locked during a cataract with intraocular lens implant procedure. Following a delay greater than 15 minutes and a system exchange, the procedure was completed with no harm to the patient.